Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cutter could not cut and aspiration condition of the cutter was also not proper during surgery. Even after decreasing the cut rate to 5000 cuts per minute the issue did not resolve. When the speed decreased to 2000 cuts per minute the cutter slightly actuated, but it could not be used. The procedure type was unknown. The surgery was completed by replacing the product with another one. There was no patient impact.